Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for aggressive diuresis. The patient was stable, euvolemic with expected discharge to rehab (B)(6) 2023. Overnight, left ventricular assist device (lvad) console showed flow of 0.0 with speed, pi and pp wnl. The controller showed flow 4.6- 4.7 without any stops or alarms. Medical team changed out the console which showed stable parameters with flows 4.6-4.7. Log files were submitted, but there were no unusual events recorded in the log file event history. Flow dropped to 0.0 over night and the next morning only on power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate system monitor (serial number: unknown) displaying erroneous flow values of 0.0 liters per minute (lpm) was not able to be confirmed. The unit was not returned for analysis and no photos of the reported event were submitted for review. The provided log files were reviewed, containing approximately 2.5 days of information ((B)(6) 2023 to (B)(6) 2023 per the timestamp). The pump maintained a speed above the low speed limit throughout the data, and the flow was captured at values between 4.4 and 5.5 lpm. No atypical alarms were observed. Provided information indicated that the system monitor was exchanged; multiple attempts were made to see if any products would return for evaluation, but no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the system monitor was not provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. The heartmate system monitor instructions for use instruct the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 instructions for use provide guidance on how to properly setup the system monitor and mount it on the power module. The user is instructed to carry the system monitor and power module individually, as carrying both components may result in accidental damage. This section also describes how to navigate the unit¿s interface to view pump parameters, active alarms, and event history. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.